Manufacturer narrative:
It was reported to ge healthcare that the unit was repaired by replacing the ventilator interface board.

Event description:
It was reported to ge healthcare that the unit had a ventilator failure. There was no report of patient involvement.